Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly. The customer's blood glucose level was 256 mg/dl. Customer stated that numbers were not ramping on their own. Customer stated the scroll bar was not moving with no input. Customer stated that they had issue with the middle button did not work all the time and center button was unresponsive. Customer stated pressing menu button took them to the menu screen. Customer stated using the up arrow allowed them to navigate screens. Customer stated using the down arrow allowed them to navigate screens. Customer stated an alarm was not in progress at the time the button was unresponsive. Customer stated the button was not unresponsive during an easy bolus attempt. Customer stated that they had to put the cap on and off 2 or 3 times before the pump started working. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test and self test. All the buttons functioned properly and no moisture damage on keypad traces noted. Keypad connector was fully locked. (B)(4).